Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the cuff was not closing completely. All components were removed and replaced; the cuff was replaced with a new one of a smaller size. No additional information was provided.